Event description:
A recent download from a female patient revealed several "battery runtime expired" and "battery pack fault" flags on one battery pack. Support contacted the patient and left a message. Support contacted the patient in 2009, and her father stated that she was away at college and he would have her call us back. Two days later, support contacted her father again and left a message. The following day, the patient contacted lifecor customer support and support sent the patient a replacement battery pack.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery pack has been completed. The battery pack had defective cells. The root cause of the defective cells is not know, but was probably due to excessive discharging. Many "battery runtime expired" flags were seen on the download from this patient. This meant that the battery pack was used for greater than twenty-four hours. This means that the patient continued to use a depleted battery for hours after the expired runtime alarms sounded. The effective cells were replaced. The battery pack was retested and restocked. No adverse event occurred due to the defective battery pack. The patient received a replacement battery pack.